Event description:
It is reported that the pt was revised for an unstable knee and it was found that the spine was broken off the implant.

Manufacturer narrative:
Eval summary: neither the articular surface nor the x-rays were returned for analysis; therefore without additional info, the exact cause of failure cannot be conclusively determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.